Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The health care provided reported that the reason for the partial lead left in patient was due to the inability to removed. No further complications were noted or anticipated

Manufacturer narrative:
The main component of the system. Other relevant device(s) are product ID: 3889-28, lot# va1lgzr, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient had a revision and lead fragment was left in patient. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.